Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is surmised that e226 error occurred because communication failure occurred due to faulty cable. Olympus could not surmise the cause of the faulty cable. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the autoclavable camera head had an e226 communication error. The issue was found during preparation for use of a diagnostic procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the cable was buckled and twisted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.